Event description:
It was reported that the pt was abandoned by primary physician. Her second surgeon stated wrong size ceramic ball was put in pt so every time it chipped away it caused pain so she had to have it revised.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.